Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: (B)(4) implantable cardioverter defibrillator (ICD)  2010 (B)(6). (B)(4).

Event description:
It was reported that there was an increase in threshold on the right ventricular (rv) lead and the r wave was also trending lower. It was also noted that there was a decrease in lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the doctor attributed the threshold increase to the medication the patient was on for cancer.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.